Event description:
Implanting surgeon reported that vns patient developed an infection at the chest incision site post implant. Further follow-up revealed that the infection was present at both the chest and neck incisions. The infection was treated with IV antibiotics and explant of both the pulse generator and lead (exluding electrodes). Cultures were positive for staph aureus. The infection has reportedly resolved.

Manufacturer narrative:
Review of manufacturing records for the pulse generator confirmed sterilization of the device prior to distribution.